Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found the display glass was defective, the feet were worn with use, the foot pedal was excessively contaminated and it had an oil leak.

Event description:
Customer reported the display glass was defective, the feet were worn with use, the foot pedal was excessively contaminated and it had an oil leak.